Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 68-year-old male was on impella 5.5 mechanical circulatory support due to cardiogenic shock. There was bleeding observed at the tunnel site. The staff resolved the issue by applying a purse string suture. Additionally, a pump stop was observed, however, the impella 5.5 was not explanted and support continued after the pump stop.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the pump stop issues has been completed since the initial report was submitted. The device was returned and was visually inspected; no biomaterial or catheter, cannula kink was observed. The cause of the pump stop issue was most likely an open electrical line due to likely excessive force during support. The cause of the access site bleeding issue was use related since bleeding resolved with additional suture.